Event description:
The customer reported the AED battery was totally dead; they bought a new one to replace it. The AED is displaying a service code warning for 'battery voltage (mv)' which may indicate cycle of incomplete self-tests due to depleting battery. The customer confirmed the asi is flashing red. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported the AED battery was totally dead; they bought a new one to replace it. The AED is displaying a service code warning for 'battery voltage (mv)' which may indicate cycle of incomplete self-tests due to depleting battery. The maintenance schedule is reported as unknown, and the unit has not been inspected since 2018. Troubleshooting with the customer cleared the service code warning, and te AED can remain in service. Advised the customer that the product warranty is past the expiration date; referred to the distributor for replacement. Reviewed proper maintenance and proper storage of the AED. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.